Manufacturer narrative:
A partial lead with the connector pin measuring 26.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead exhibited high impedance. The patient had been ill with pancreatitis and had received inappropriate therapy. The physician believed the therapy was due to atrial fib brought on by the pancreatitis. The patient was transferred to another hospital where the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.